Manufacturer narrative:
This MDR is being filed retrospectively.

Event description:
The irrigation was not working even at the lowest suction level. Irrigation was immediately being sucked back into the system. The irrigation would not work unless the button was depressed the whole time.

Manufacturer narrative:
This MDR was filed retrospectively. Three stieglitz suction and irrigation devices ware returned to spiegelberg. No patient harm or delay in therapy was mentioned. Two devices were returned in a used state and one device was returned in an unused state . Both used devices were checked and found to function properly. It was thus determined, that the observed failure of the device to irrigate was caused by the operator failing to open keyhole-shaped aperture completely prior to pushing the irrigation button as clearly stated in the IFU. A malfunction of the device could not be confirmed.

Event description:
The irrigation was not working even at the lowest suction level. Irrigation was immediately being sucked back into the system. The irrigation would not work unless the button was depressed the whole time.